Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter fracture occurred. A 135/20 renegade¿ hi-flo¿ kit was selected for use. During unpacking, it was noticed that the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR. The device was returned for evaluation. Microscopic and visual examination of the shaft revealed that the outer shaft was separated. 3cm - 10cm from the strain relief. The outer shaft and inner shaft at the separation were stretched. Due to the appearance of the separated ends and the stretched shaft, it appeared that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter fracture occurred. A 135/20 renegade "hi-flo" kit was selected for use. During unpacking, it was noticed that the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.